Event description:
The customer reported that the energy delivered by the device seemed to be greater than expected. There was no report of negative pt impact.

Manufacturer narrative:
(B)(4): the customer reported that the energy delivered by the device seemed to be greater than expected. There was no report of negative pt impact. The device was evaluated by the hospital biomedical engineers with no troubles found. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.